Event description:
Customer reported to baxter (B)(4) of an administration set in which customer observed the packaging of the set was opened and the roller ball clamp was detached from the set, the reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an administration set in which customer observed the packaging of the set was opened and the roller ball clamp was detached from the set was confirmed during sample evaluation. The visual test confirmed that the roller clamp was not connected to the set. The assignable cause for the reported condition couldn't be determined. Since the batch number was not available, the production process used to manufacture this involved set couldn't be determined. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. This is a product not distributed in the us and does not have a 510k number. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.